Event description:
It was reported that the ra lead had capturing issue. The device was reprogrammed and the patient was in good condition.

Event description:
New information noted that the right atrial lead continued to exhibit high thresholds. The lead was capped and replaced on (B)(6) 2015. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).